Manufacturer narrative:
The zoll autopulse li-ion battery failure mode and serial number (B)(4) reported in this ccr are covered by CAPA (B)(4). Refer to the CAPA documentation for details on the failure mode description, technical root cause discussion, and corrective action plan.

Event description:
The customer reported the fully charged autopulse li-ion battery (sn (B)(4) will not power on the autopulse platform. The issue was noticed when the battery was fresh out of the multi-chemistry battery charger (mcc) and during trainings mid-shift. The status leds on the battery show 4 solid green lights and the battery is able to successfully charge in the mcc. No patient involvement.